Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling the water.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. The device was evaluated upon receipt. After testing the device, it cool the water correctly. Alarm 47 (control panel communication) went off. But after restarting the equipment, it was tested and did not go off again. A 2000-hour pm was completed on the device. As part of the pm, replaced the circulation pump, mixing pump, heater, and drain valves. Device passed applicable testing. The reported event is unconfirmed the labeling/packaging review is not required. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling the water (the device needs preventive maintenance). Per sample evaluation results on (B)(6) 2025, alarm 47 (control panel communication) went off.